Event description:
(B)(4). Bleeding after sexual intercourse, chronic migraines (B)(6) 2015 resulting in ER visit (B)(6) 2015, diagnosed fibromyalgia (B)(6) 2014, irregular periods, heavy periods sometimes with clots, abdominal cramps and sharp pains, sporting in between periods, occasional discomfort and cramping during and after sexual intercourse.